Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on : 6/8/2007. Additional info was requested and received.

Event description:
A surgeon reports that following bilateral intraocular lens implant surgery, a pt reported mild negative dysphotopsia -temporal shadows. The surgeon reports that the lens is well positioned and will monitor the pt over time to see if symptoms subside. No intervention is planned. Right eye: MDR # 1119421-2007-00240. Left eye: # MDR #1119421-2007-00241.